Manufacturer narrative:
The suspect device was not returned, no picture or sample was provided for the investigation. However, vyaire reviewed the product in production line and no issue were found and works properly. Additionally, internal process was reviewed and no issues were found. No root cause has been determined since sample is needed to carry out a more detailed investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the airlife adult manual resuscitator was applied to the patient during endoscopy procedure, however, the bag was not inflating. The patient began to desaturate toward the end of the procedure. This issue was caused by the air escaping from the connector, as an intervention, they applied pressure where the leak was occurring. The bag was able to take in air while the leaking site was covered.